Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a crack. It was stated that the crack starts from the upper left side of the screen for a quarter of an inch. Customer does not remember any drops or bumps. Blood glucose value is 7.3 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.